Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). "The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report."

Event description:
The customer reported that it was necessary to add a more pronounced curvature on the endobronchial tube, as required during a difficult intubation with the glidescope. The tracheal and bronchial cuff inflated and deflated prior to insertion to the test the cuff. As this was a difficult intubation, the tube tip was curved to test the cuff. The tracheal cuff could be inflated but not be deflated completely. There was no patient involvement.